Event description:
The customer reported that the system intermittently would not boot up. This would result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reseated cable connectors. The system operates as intended.